Event description:
A caller reported that the pump became hot to touch. There was no adverse impact to the customer¿s blood glucose level. The customer received a replacement pump and tandem charging supplies from technical support. Reportedly, customer reverted to manual injections for insulin therapy.